Event description:
Sorin group (B)(4) received a report that the heater cooler machine was suspected of having micro bacteria. It was reported there were repeated sternal wound infections requiring corrective surgeries.

Manufacturer narrative:
H9: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
The facility did not provide the event date. Brand name: sorin heater-cooler system 3t. Common device name: controller, temperature, cardiopulmonary bypass. Model number: 16-02-80. Serial number: (B)(4). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601) manufacture date: 06/01/2010. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in the (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater cooler machine was suspected of having micro bacteria. It was reported that there were repeated sternal wound infections requiring corrective surgeries. Initially the facility did not provide the serial number and only indicated that one machine was involved, so only 1 medwatch report was filed. Follow-up communication has revealed that the issue involved 4 separate machines. Therefore 3 additional medwatch reports (MFR report numbers 9611109-2015-00481, 9611109-2015-00482 and 9611109-2015-00483) have been filed to capture the other machines. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (b)(3) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was suspected of having mycobacteria. It was reported that there were repeated sternal wound infections requiring corrective surgeries. The reported sternal wound infections are unrelated to the heater-cooler unit ((B)(4)), as the hospital concluded that the infection was soil based and that the patient obtained the infection due to occupational exposure. A sorin group service technician was dispatched to the facility to inspect the sorin heater-cooler system 3t. A visual inspection of the outer and inner parts of the device revealed traces of residuals and biofilm in several locations including the pumps of the cardioplegia and patient circuit tanks. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
The facility did not provide the event date. The information will be forwarded if made available. The facility has not provided the heater cooler model number. The brand name and common name is unknown. This information will be forwarded if made available. The facility has not provided the heater cooler sn. The manufacturing date will be forwarded if made available. The facility has not provided the heater cooler sn. The manufacturing date will be forwarded if made available. Sorin group (B)(4) manufactures the heater cooler. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. The facility has not provided the model number. The 510(k) number will be forwarded if made available.